Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a suspected bluetooth malfunction. The device was eventually able to pair. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Correction - h6 - medical device problem code should have been wireless communication problem rather than failure to interrogate correction - h6 - investigation findings code should have been no device problem found rather than no findings available.